Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose reading. The blood glucose reading was 142 mg/dl, compared with the sensor glucose reading of 69 mg/dl. The customer declined troubleshooting. The sensor was replaced and returned.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test (B)(4). Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.